Event description:
It was reported that the lens was removed intraoperatively as the pt's anatomy could not support the lens. A vitrectomy was performed. The incision was enlarged to remove the lens and sutures were placed. The pt was left aphakic. In the surgeon's opinion the cause of the event was pt's anatomy. Pt is doing well. There is no planned intervention this time. Pt opted to use contact lens for va correction. Ref MDR# 1119279-2014-000329 for the lens used during the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.